Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to an unrelated fall. Chest x-ray was performed and a pleural effusion on the right side was noted. Review of chest x-ray performed on (B)(6) 2018 when patient was admitted into the hospital for an unrelated reason revealed that the patient had an existing pleural effusion. It is believed that the effusion is related to the patient¿s pre-existing chronic heart failure. The patient had an unrelated procedure on (B)(6) 2018. On (B)(6) 2018, the patient experienced shortness of breath, drowsiness, and discomfort due to palpitation. The patient was then found unresponsive and was not breathing. Code was called and patient was deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was respiratory and cardiac failure. No additional information was reported/additional information was requested but not received.